Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer's blood glucose (bg) level was above 500 mg/dl. Customer had not addressed bg at time of troubleshooting. Customer performed a supply change to address the issue.